Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a system implant procedure on (B)(6) 2021, it was noted that an inpatient's right ventricular lead had become dislodged, leading to loss of capture and ultimately resulting in asystole. The right ventricular lead was repositioned on (B)(6) 2021. The patient was recovering post-procedure.